Manufacturer narrative:
Returned prod analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a pre-inflated state was received and a hypotube fracture was observed 43.7 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube has been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The mfg records for top assembly batch 8668168 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch. Number. The root cause of the hypotube fracture could not be determined.

Event description:
Event became reportable based on investigation completed on 5/03/2007. It was reported that during a pci procedure, the maverick2 monorail catheter broke at the "rear end". The event occurred outside of the pt and the remainder of the device was successfully removed. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.